Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 24 mmol/l (432 mg/dl) between 25 and 36 hours of wearing the pod. The patient stated they have been receiving an error message: ¿automated delivery restriction.¿ the patient acknowledged the message and performed a finger prick test to compare readings. The bg result from the finger prick method was similar, but the customer reported their bg was still not returning to normal. Upon removing the pod, the patient noticed the cannula had not inserted into the skin properly and was bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.